Manufacturer narrative:
This MDR is being filed following our procedure governing medical device reports: patient reported three instances of abscesses that required medical intervention. No further information is available. No device available for evaluation. Vgo device contribution cannot be excluded at this time.

Event description:
Type 2 diabetic reported to valeritas customer care that "she is no longer on the vgo and stopped several months ago. She stated that earlier this year she developed abscesses 3 separate times that had to be cut open and drained of pus. They were on her abdomen in the area she was using her vgo. Her doctor has discontinued the vgo and put her on novolog pens and pills. The case is limited in investigation to the information provided.